Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01172. This report is being submitted as additional information. Approximate age of device: two years and 11 months. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation of the returned driveline segment confirmed wire damage that would have contributed to the reported pump stoppage and hazard alarms which were also observed in the submitted system controller log file. Approximately 19.75 inches of the external portion/distal end of the driveline was returned. Rescue tape repair was observed on the driveline, approximately 1.5-3.5 inches from the metal connector. Electrical continuity testing of the returned driveline was conducted and the black wire produced an open circuit with manipulation of the driveline. All other wires were found to be electrically intact. No other wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The pins of the metal connector appeared free from deformation. Examination of the driveline upon removal of the rescue tape repairs revealed small tears to the outer silicone jacket, 2.5 and 3.25 inches from the metal connector. Upon removal of the silicone jacket and clear bionate layer, shield breakdown was observed up to 1 inch from the metal connector. Visual inspection of the wires found the black wire to be completely severed at the nipple housing of the metal connector. The black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the black wire contacted the braided shield while the patient was supported by the power module. Furthermore, the fractured inner conductors of the black wire could have resulted in the driveline fault alarms that were confirmed in one of the submitted log files. An additional log file was submitted for review on 10apr2018. No atypical alarms were captured after the driveline replacement was performed on (B)(6) 2018. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the analysis of the log, the manufacturer¿s technical services representative observed two pump stops on (B)(6) 2018 at 23:07:17 and (B)(6) 2018 at 2:30:19. These issues only appear to be occurring while the vad is connected to the power module. On 14mar2018, fluoroscopic images submitted showed a suspicious area right at the driveline connector externally. Internal images were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) repair was performed. The continuity test showed a broken black wire and while performing the test the patient¿s system controller went into backup mode possibly due to the short and the system controller was exchanged and the continuity test continued. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The driveline fault alarms did not return. Log file submitted were after the splice. There were only 4 lines of good data post the distal end percutaneous lead (driveline) repair but so far no issues. The log file driveline data appears normal. No additional information was provided.